Manufacturer narrative:
The events of "bottom eye lid or nerve damage" and "involuntary closure of eye" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported a patient had a xen®45 gts implanted in the left eye and reported "constant irritation with continuous watering," "a feeling of 'something in the eye', a sensation of a phantom foreign body," "a burning sensation," "bottom eye lid or nerve damaged during the surgery. Doesn't function right causes double vision in left eye," "involuntary closure of the eye when engaged in television watching." Otc eye drops were unsuccessful. Multiple procedures to the tear duct have been performed to reduce watering with no success. The patient is also being treated for macular degeneration, deemed not device related.